Event description:
Procedure type: reversal of hartmann's. According to the reporter: the anvil had a loose connection when attached to the stapler and when fired, the anvil came away from the device and the staples did not form. A new instrument was used to complete the procedure. There was no tissue loss or damage reported. The incision was not extended and surgery time was not extended more than 30 mins. There was no blood loss or pt injury reported. No further pt info could be obtained.